Manufacturer narrative:
Product event summary #the lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the right ventricular (rv) lead and the implantable pulse generator (ipg) were removed due to a bacteremia infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: adsr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.